Manufacturer narrative:
The report that the system ¿no longer provided adequate pain relief¿ was not confirmed. Analysis of the returned lead found it was cut during the explant procedure resulting in a stimulation end segment and a terminal end segment. Microscopic inspection of both segments did not identify any anomalies and both segments passed end to end continuity and inter-channel continuity testing.

Event description:
Related manufacturer reference number:1627487-2021-18915. It was reported that the patient underwent surgical intervention on (B)(6) 2021 wherein the drg system was explanted and replaced with an scs system due to a new pain pattern. Upon device analysis, it was noted that a drg lead was fractured.